Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
According to the available information, of 88 patients in a retrospective cohort study, there were four cystotomies, three patients required blood transfusions all of which had prior hysterectomies. Two patients in the rsc group required a second operation for complications related to the sacral colpopexy; one of those patients had an erosion excision. The other patient required a second operation for an incarcerated small bowel hernia in the umbilical port site leading to a small bowel resection and hernia repair. One patient in the lsc group required a second surgery to address vaginal bleeding and rectovaginal septum hematoma that required evacuation. Mesh erosion occurred in 2 patients. Wound infection/abscess occurred in 3 patients, urinary tract infection occurred in 15 patients, 2 patients experienced a fever, and 14 experienced postoperative stress urinary incontinence.